Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the door open message on the pendant was displaying even when the door was closed. The site tried rebooting the image acquisition system (ias) and opening and closing the door. Technical services (ts) had the site apply pressure to the side of the door and the door open message disappeared. The site was then able to proceed with the calibration. There was no patient present when this issue was identified.